Event description:
A patient reported that their lifescan meter had no power. Patient had replaced the batteries twice and still had no power on the meter. Patient claims patient has had this problem for the past 4-5 months and decided to use friend's meter in the meantime (non lfs). Patient was using friend's meter the time patient had to go to the e.r.